Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent thr on (B)(6) 2021, dislocated 5 weeks post-op. Revised on (B)(6) 2021 with a lineage/ transcend head and another manufacturer's cup and liner. Cause of dislocation is either cup positioning or patient's known spinal issues with a history of spinal fusion. (B)(6).